Manufacturer narrative:
Date MFR received for the initial report is 2017-06-08. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. There is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) advises users to only use the manufacturer battery charger to charge manufacturer batteries. Other battery chargers will not charge the batteries and may damage them. The battery charger can charge up to 4 batteries at a time. It takes approximately 4 to 5 hours to fully charge a depleted battery. The battery charger must be plugged into a properly grounded electrical outlet to charge batteries. The power indicator is green when the battery charger is properly connected to electrical power. Each battery slides into a bay and is connected to the battery charger. It is safe to leave the batteries in the charger and the charger plugged into a wall outlet at all times. The charger has two indicators for each charging bay. The indicators are "ready" and "status". The green light adjacent to the "ready" indicates that the battery is fully charged. It was reported that the battery would flash red when connected to a battery charger. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing as it caused the battery charger's status light to flash red when connected to a battery charger. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit.  The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a battery was not charging, indicated by a blinking red light on the charger. Log files were sent. The battery was exchanged. No patient complications have been reported as a result of this event.